Event description:
It was reported that a patient in the intensive care unit suffering from a gunshot wound was expected to receive an infusion of 2040ml of total parenteral nutrition (tpn) over 24 hours at a rate of 85ml/hour. However, the infusion was completed in only 10 hours. There was patient involvement but no patient harm. A medwatch report (B)(4) was received that states: total parenteral nutrition (tpn) was ordered, compounded, delivered and hung for this patient. The tpn was meant to run over 24 hours, but had run dry roughly 10 hours after bag was started. Clinical staff reviewed iaware and medkeeper to determine if error occurred with compounding or with administration. Only able to review 12 hours prior, but bag appears to have been running at the appropriate rate. Investigated the pump and the tpn was attached to the appropriate channel. Reviewed medkeeper, and it appears that the bag was compounded appropriately. Clinical staff is concerned that this may have been caused by a malfunction in the alans pump itself.

Event description:
It was reported that a patient in the intensive care unit suffering from a gunshot wound was expected to receive an infusion of 2040ml of total parenteral nutrition (tpn) over 24 hours at a rate of 85ml/hour. However, the infusion was completed in only 10 hours. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : describe event or problem, device available for eval?, returned to manufacturer on, FDA notified?, report source, report source other, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient in the intensive care unit suffering from a gunshot wound was expected to receive an infusion of 2040ml of total parenteral nutrition (tpn) over 24 hours at a rate of 85ml/hour. However, the infusion was completed in only 10 hours. There was patient involvement but no patient harm a medwatch report (B)(4) was received that states: total parenteral nutrition (tpn) was ordered, compounded, delivered and hung for this patient. The tpn was meant to run over 24 hours, but had run dry roughly 10 hours after bag was started. Clinical staff reviewed iaware and medkeeper to determine if error occurred with compounding or with administration. Only able to review 12 hours prior, but bag appears to have been running at the appropriate rate. Investigated the pump and the tpn was attached to the appropriate channel. Reviewed medkeeper, and it appears that the bag was compounded appropriately. Clinical staff is concerned that this may have been caused by a malfunction in the alans pump itself.